Manufacturer narrative:
Affected product was not returned. Our investigation included autoclave testing of the sample devices from affected lots in which devices passed. No material or manufacturing deviations were noted. We could not replicate the experienced failure; however a design improvement was identified that would decrease the opportunity for the stated failure. An design change has been initiated to add a cross pin to add strength. We feel this change will prevent any recurrence of this failure in the future.

Event description:
It was reported while engaging\disengaging the device intra-operatively, there was a delay of surgery time.

Manufacturer narrative:
.